Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The residual gas analysis was above the nitrogen limit, indicating a non-hermetic device. Due to presence of moisture getter, no signs of moisture were observed. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had nitrogen that exceeded the test limit. Leak testing did not reveal any leaks. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics was informed that during an ear operation, a review of the recipient¿s test data indicated impedance issues. The surgeon decided to proceed with revision surgery disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear implant. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.